Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer states during an unknown patient procedure the fluoro would operate, but was not aligned because the tube arm could not be extended with the table movement failure. No im ages could be seen. The patient was moved to another or table and a portable fluoro c-arm was used to complete the procedure. No additional details are known. No patient injury.